Manufacturer narrative:
Corrected data - h2 changed from being blank to the following boxes being checked: correction, and additional information. This is because they were inadvertently left blank in follow up #1.

Manufacturer narrative:
Manufacturer narrative: application specialist visited the doctor on (B)(6), 2021. Based on the provided patient data and the application specialist's visit, it was determined that the issue was due to user error. The application specialist wrote up a workflow for parameter determination for icl ordering for the practice, and provided training. Corrected data: h6: investigation findings changed from 3233 (results pending completion of investigation), to 213 (no device problem found); investigation conclusions changed from 11 (conclusion not yet available), to 18 (failure to follow instructions). H10: manufacturer narrative added.

Event description:
A healthcare professional (hcp) reported that the white to white measurement was not correct. Wrong lenses have been implanted into the patients' eyes. Therefore, the iol had to be exchanged afterwards in another surgery for patient 1. A re-op could be required for patient 2. A re-op is required for patient 3 due to the statement of the hcp.